Event description:
The balloon was inserted under fluoroscopy without incident. Approx 104.5 hours later, the femoral arterial line dressing was noted to be saturated with blood. Blood was leaking from the hub of the central lumen arterial line connection of the intra-aortic balloon. Bone wax was applied; however it did not stop the leak. Another arterial line was inserted, and the central lumen line was capped off. The balloon was sent to the MFR for further evaluation.